Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt needed a spine MRI and had the device removed. The pt felt as if the device was not working, but an interrogation after explant, it was noted that the battery was depleted. The company rep was not notified of the event until after the explant. There were no injuries. The device was not replaced.